Manufacturer narrative:
G4: 19jan2020. B4: (B)(6). The service support performed an evaluation and confirmed the reported problem. The service support replaced the touchscreen to resolve the issue. Performed functional test and unit successfully passed submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/23/2019.

Event description:
The customer reported a faulty touchscreen. The unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported.